Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned devices and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant at distal end is completely detached and not returned with the device. The suture lock button is pressed down. The suture and the snare line is completely reeled through the wheel. The suture is broken. There are no manufacturing abnormalities visually observed with the returned instrument. The magnum2 is a single use device and could not be functional tested. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the suture could not be loaded through the anchor, therefore the wheels didn't transport the suture. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.